Event description:
It was reported that after a intravascular ultrasound diagnosis procedure, pericardial effusion occurred. Access was obtained via femoral. The 70% stenosed de novo lesion being treated was located in the moderately calcified and moderately tortuous right coronary artery. An atlantis sr pro imaging catheter was advanced to the lesion. During the first attempt an image appeared. However, when the physician re-advanced the device for a second attempt, no image appeared. The catheter was successfully removed from the patient and the procedure was completed with another of the same device. Four hours post imaging the patient presented with pericardial effusion. It is unknown what caused the pericardial effusion to occur. The patient was brought to surgery and released from the hospital 12 days later. No other patient complications were reported and the patient's current status is stable.

Event description:
It was reported that after a intravascular ultrasound diagnosis procedure, pericardial effusion occurred. Access was obtained via femoral. The 70% stenosed de novo lesion being treated was located in the moderately calcified and moderately tortuous right coronary artery. An atlantis sr pro imaging catheter was advanced to the lesion. During the first attempt an image appeared. However, when the physician re-advanced the device for a second attempt, no image appeared. The catheter was successfully removed from the patient and the procedure was completed with another of the same device. Four hours post imaging the patient presented with pericardial effusion. It is unknown what caused the pericardial effusion to occur. The patient was brought to surgery and released from the hospital 12 days later. No other patient complications were reported and the patient's current status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device, an imaging catheter used for diagnosis, was returned for evaluation. Imaging core wind up in the hub and telescope assembly was observed during visual analysis. The imaging core was broken off from the telescope which was observed during visual analysis. No other issues or defects were observed during visual or functional analysis of the returned device. The device failed to meet specifications when received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).